Manufacturer narrative:
Occupation is patient/consumer. The case was sent to the manufacturer for investigation. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr). The investigation could not identify a product problem.

Event description:
The consumer reported a false negative result with the covid-19 at-home test compared to a positive pcr test result. On (B)(6) 2023, at 08:00 a.m., the consumer performed covid-19 at-home test and the result was negative. On (B)(6) 2023, at 03:00 p.m., the consumer had a pcr test at the doctor's office and the result was positive. The customer's symptoms include mild congestion and cough. The customer is recovering at home, and no treatment was prescribed. No other information can be provided.